Event description:
Following deflation, the balloon did not re-wrap to tri-fold low profile. The report received indicated that the procedure was a coronary intervention to treat a highly calcified lesion in the left anterior descending (lad) lesion. The lesion was predilated and was then treated with a 3.0mm x 18 tsunami stent; to post dilate the lesion the dura star rx balloon catheter was advanced and post dilation was successful. There were no difficulties noted during inflation or deflation. However, following deflation, the balloon did not re-wrap to the tri-fold low profile; the catheter was removed by applying negative pressure and some tension to remove the balloon from stented area. The procedure was a success and there were no adverse events or injury to the patient. The maximum inflation pressure applied to the balloon was not know; however, it was indicated that it was less than the rate of burst; the contrast to saline ration used was 50:50. Further information indicated that it was a potentially poorly apposed stent as initially the lesion called for 3.5mm stent but because it was unavailable a 3.00mm stent was used.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days upon receipt.